Event description:
This ra lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2018 due to an unknown product performance issue. A call recieved on 06/21/2018 stating that the ra lead was capped due to noise, oversensing, and low out of range impedance of less than 200 ohms. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).